Event description:
Evaluation revealed that the force sensor calibration is not within specification. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 10/4/2011. (B)(6). 2531779-03/24/2010-003-r. Evaluation revealed that the force sensor was out of calibration. The force sensor was measured and found to be 31 k-ohms resistance @ 5 lbs, which is above specification (5 - 9 k-ohms). The alarm history verified the 078-0004 alarm. During the investigation, there was no alarms associated the rewind and load step. The time and date were accurately set and the pump was exercised for 24 hours on a 1 unit per hour basal rate. There was no error code duplicated during the 24 hours basal test. Reportedly, the display had a dim reddish screen.